Event description:
Pt has drain inserted for drainage of pneumothorax. Noticed bottle not working well and realized that chest drain valve was attached the wrong way so the catheter was not draining. No effect to pt. Valve was removed and catheter started draining. Hospital did mention that there had been another similar event but no details were retained.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.